Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient indicated true to infection, inflammation, sensitivity, discomfort, not fitting, jaw discomfort, recent dental work and root resorption concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.